Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the unit and confirmed the reported within the diagnostic logs. To fix the issue, the fse replaced the executive processor pcb. The unit passed all functional and safety tests to meet factory specifications. The iabp was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of the investigation. The full name of the event site is (B)(6) hospital.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a pump shut down. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.